Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies. Complete x-ray examination and electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During the initial implant procedure, episodes of high pacing impedance on the right ventricular (rv) lead were noted. The rv lead was explanted and replaced to resolve the event. The patient was stable.